Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had a unresponsive keypad buttons. Customer stated that insulin pump was low reservoir and did not get off the screen. Customer was tried getting the battery out to reset it and still stuck with low reservoir. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.